Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen (upper), abdomen (lower) on (B)(6) 2017 using the legacy cooladvantage (core) applicator and flanks, bra (back) using the legacy cooladvantage (curve) applicator. On (B)(6) 2017 the patient was treated to the abdomen (upper), abdomen (mid) using the legacy cooladvantage (core) applicator and bra (back), flanks using the legacy cooladvantage (curve) applicator who developed paradoxical hyperplasia (pah/ph) to the abdomen, flanks and back diagnosed on (B)(6) 2018.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen (upper), abdomen (lower) on (B)(6)2017 using the legacy cooladvantage (core) applicator and flanks, bra (back) using the legacy cooladvantage (curve) applicator. On (B)(6)2017 the patient was treated to the abdomen (upper), abdomen (mid) using the legacy cooladvantage (core) applicator and bra (back), flanks using the legacy cooladvantage (curve) applicator who developed paradoxical hyperplasia (pah/ph) to the abdomen, flanks and back diagnosed on (B)(6)2018.

Manufacturer narrative:
This MDR is associated with non-parallel plate applicator.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. H.9 continued: additional correction removal numbers: z-1349-2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen (upper), abdomen (lower) on (B)(6) 2017 using the legacy cooladvantage (core) applicator and flanks, bra (back) using the legacy cooladvantage (curve) applicator. On (B)(6) 2017 the patient was treated to the abdomen (upper), abdomen (mid) using the legacy cooladvantage (core) applicator and bra (back), flanks using the legacy cooladvantage (curve) applicator who developed paradoxical hyperplasia (pah/ph) to the abdomen, flanks and back diagnosed on (B)(6) 2018.